Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, the patient presented to emergency room with diaphragmatic stimulation. X ray revealed the ra lead was dislodged and pulled back. Ra lead settings were re-programmed and the remained in use. It was further reported that the patient was returned for atrial lead re-positioning. Atrial lead was successfully re-positioned and pocket closed. Post-op, as the patient was being extubated, the patient coughed quite hard and after it was noted that the atrial lead was sensing the ventricle. Device testing revealed that the ra lead had dislodged. Patient was re-draped and prepped for laser extraction of the atrial lead and atrial lead replacement. No patient complications have been reported as a result of this event. The patient is enrolled in (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.